Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the drive support cap got pulled off. The customer reported that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken off end cap.